Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve however became stuck in the chordae of the anterior leaflet. Troubleshooting was unsuccessful therefore the clip was deployed in the lateral commissure to avoid damage to the chordae and muscles. The clip was stable where implanted. A second clip was implanted without issue. A third cds was advanced to the central part of the valve when it was noted the second clip had detached from the anterior leaflet (single leaflet device attachment (slda)) due to anatomy. The third clip was implanted to stabilize the second clip, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. The other mitraclip referenced is filed under a separate medwatch report number.